Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when using the 5f exoseal vascular closure device (vcd), the indicator window did not change color. Manual pressure was used to complete the procedure. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU), with no abnormalities noted prior to use. Femoral artery suitability, including a 30¿45 degree sheath insertion angle, was verified by angiography. A 5f non-cordis sheath introducer was used. The vessel diameter was confirmed to be =5 mm with no visible calcium, plaque, nearby stent, or stenosis greater than 50% at or near the puncture site. There was no resistance or excess force during insertion, and the exoseal vcd was connected without difficulty. The sheath introducer was retracted until it engaged with the indicator wire cowling, locking securely with the handle assembly, with an audible click heard. Pulsatile flow was observed from the bleed-back indicator, and both the exoseal vcd and vascular sheath introducer were retracted together until the indicator window turned solid black. The exoseal vcd was securely locked with the introducer. The device will be returned for evaluation.

Event description:
As reported, when using the 5f exoseal vascular closure device (vcd), the indicator window did not change color. Manual pressure was used to complete the procedure. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU), with no abnormalities noted prior to use. Femoral artery suitability, including a 30¿45 degree sheath insertion angle, was verified by angiography. A 5f non-cordis sheath introducer was used. The vessel diameter was confirmed to be =5 mm with no visible calcium, plaque, nearby stent, or stenosis greater than 50% at or near the puncture site. There was no resistance or excess force during insertion, and the exoseal vcd was connected without difficulty. The sheath introducer was retracted until it engaged with the indicator wire cowling, locking securely with the handle assembly, with an audible click heard. Pulsatile flow was observed from the bleed-back indicator, and both the exoseal vcd and vascular sheath introducer were retracted together until the indicator window turned solid black. The exoseal vcd was securely locked with the introducer. The device will be returned for evaluation.

Manufacturer narrative:
As reported, when using the 5f exoseal vascular closure device (vcd), the indicator window did not change color. Manual pressure was used to complete the procedure. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU), with no abnormalities noted prior to use. Femoral artery suitability, including a 30¿45 degree sheath insertion angle, was verified by angiography. A 5f non-cordis sheath introducer was used. The vessel diameter was confirmed to be =5 mm with no visible calcium, plaque, nearby stent, or stenosis greater than 50% at or near the puncture site. There was no resistance or excess force during insertion, and the exoseal vcd was connected without difficulty. The sheath introducer was retracted until it engaged with the indicator wire cowling, locking securely with the handle assembly, with an audible click heard. Pulsatile flow was observed from the bleed-back indicator, and both the exoseal vcd and vascular sheath introducer were retracted together until the indicator window turned solid black. The exoseal vcd was securely locked with the introducer. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, achieving indicator wire retraction and expected plug deployment. Additionally, the indicator window black/white/red position was obtained. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.